Event description:
It was reported that the patient was not able to adjust stimulation. The display showed a ¿call your doctor¿ icon. It was further reported that there a power on reset condition (por) occurred. Additional information received by the healthcare professional (hcp) reported that there was no error code accompanied by the por and the cause of the issue was unknown. The hcp was able to reset with patient in the office. There were no patient symptoms reported and no troubleshooting, interventions or other actions were taken to resolve the issue on (B)(6) 2015. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, product type: programmer, physician. Product ID: neu_unknown_lead, product type lead. (B)(4).